Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens came out of the side of the injector instead of end. Surgeon stated that if caused a descemet tear. Additional information was requested, but no additional information has been received. Please reference MDR #1119279-2014-00332 for the inserter used during the event.